Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforated organs'), device dislocation ('migrated coils'), habitual abortion ('miscarriages') and pregnancy with contraceptive device ('pregnant with essure micro-insert') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), infection ("infections") and pelvic pain ("debilitating pain") and were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the perforation, device dislocation, habitual abortion, pregnancy with contraceptive device, infection and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device dislocation, habitual abortion, infection, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: "miscarriages, infections, perforated organs, migrated coils, debilitating pain" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforated organs'), device dislocation ('migrated coils'), abortion spontaneous ('miscarriages') and pregnancy with contraceptive device ('pregnant with essure micro-insert') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), infection ("infections") and pelvic pain ("debilitating pain") and were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the perforation, device dislocation, abortion spontaneous, pregnancy with contraceptive device, infection and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, infection, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: "miscarriages, infections, perforated organs, migrated coils, debilitating pain". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.